Event description:
Patient with insatiability, spondylogenic compression of lumbar spinal cord, acquired degenerative spondylolisthesis, neurogenic claudication, neuralgia of the sciatic nerve, and degeneration of lumbar and lumbosacral intervertebral disc with radiculopathy had the following procedures performed: arthrodesis transforaminal interbody technique, including discectomy to prepare interspace, facetectomy for decompression, application of biomechanical devices, arthrodesis posterior segmental instrumentation with pedicle fixation and dual rods, local autograft, allograft, morsellized, for spine surgery only, bone marrow aspiration from iliac crest. During procedure while using tlif inserter and with the implant placed in final position, a pin sheared and the inserter disassembled, with some of it falling into the surgical opening. That was recovered and all parts of instrument saved and in risk manager's office. Rep from ctl medical contacted risk manager and would like to have instrument back for qa purposes, but we need to maintain in case patient suffered any injury. Rep name is (B)(6) phone (B)(6). He reported that their engineers are in the process of modifying the design of the inserter to decrease the amount of force on the pin that sheared off in this case.